Event description:
A distributor representative from another country reported an infection after a chiari decompression surgery in 2007, in which duraseal was used. The duraseal was applied posterior fossa. Approximately 5 weeks after the initial surgery, patient presented with drainage from surgical site and was rehospitalized. A cell culture was done, but no bacterial growth resulted. The same month, patient was re-operated, which included debridement of the occipital wound and a craniectomy. Intravenous (IV) antibiotics were also administered. Upon further discussion, the surgeon stated that he had removed the duraseal the same day, which he described as purulent. He also characterized the infecton as a deep wound infection. Following surgery the same day, the patient recovered without further incident.

Manufacturer narrative:
An infection was reported after a chiari decompression procedure in which duraseal was used approximately 5 weeks after the initial surgery, patient presented with drainage from surgical site. A cell culture was done, but no bacterial growth resulted. Following re-operation, the patient recovered without further incident. Bench-top testing has shown duraseal does not support microbial growth.